Manufacturer narrative:
(B)(4). (B)(6). The reporter did not provide an FDA reference number or a copy of the MDR. The actual device was not returned; however, an unused device of the same lot was received. The device was removed from the sealed pouch. Visual inspection was performed with no issues noted. The dimensions of the male luer were measured and met iso specifications. The male luer was then iso pressure tested and passed. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the connection site of its luer with a catheter. This occurred during infusion of sodium chloride using a flo-gard pump. The reporter stated that a chemotherapeutic line was also connected to the setup, but the chemotherapy drug had not been administered when the leak occurred. After this occurred, the reporter examined the set and stated that the threads on the hub ¿were not long enough¿ which caused the leak. When different lots of the same product code were used, leaks did not occur and the connection felt tighter. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 11 of 12.